Event description:
It was reported that the patient was brought to the o.r. For removal of scar tissue from their post total knee replacement. Surgeon exchanged the poly while doing the debridement. He noted some discoloration of the x3 poly. It was a yellowish color.